Manufacturer narrative:
This report is submitted on may 29, 2023.

Event description:
Per the clinic, the patient experienced skin overgrowth and required a longer abutment. There was a skin revision, and the abutment was replaced under a general anaesthetic on (B)(6) 2023. The implant remains in-situ.